Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings during analysis. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed 40 mm dark patch edge material inside gel device. White particles observed in the surface of the shell. Observed deformation on the device.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported left side capsular contracture baker grade IV. Patient undergone capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported left side capsular contracture baker grade IV. Patient undergone capsulectomy. Device has been explanted and replaced.